Event description:
Item was received in new condition, no packaging issues. Defect in item noted during repair of surgical incision. When physician inserted suture, the needle detached and became lodged into patient. Physician removed needle and opened a new suture pack, same lot. The second suture needle bent during stitching and became unusable. The rest of the stitching had to be done with a completely different suture package/ lot. Defect was witnessed by clinical team present and reported with a patient safety report. No photos were taken of the defective item. Recommend recalling item and replacing. Reference report: mw5175598.